Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. The instrument was exchanged upon noting the snapped cable. There were cables visibly protruding from the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver had a snapped cable. The procedure was completed using a backup instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the mega suturecut needle driver instrument to perform failure analysis. At the time of this report, the product hs not been received.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.